Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: what was the size of the tumor? 6cm. Did the tumor impinge on the renal vessels? No. During firing, was the tip of stapler readily visible? Yes. Was there any evidence or suspicion that the tumor was inside of the renal vein? No. Were any issues noted with staple formation in the four firings in the initial procedure? No. What structure was the device used on for each of the four firings? Renal vessel on 2nd & 3rd firings artery, vein, ureter. On which firing and which renal vessel was the bleeding identified? 1st or 2nd. Were the white cartridges used gst45w or ecr45w? No answer. How did patient present upon return to operating room? Arterial bleeding from the stump, 2 hours later. What were the issues that prompted the surgeon to reoperate? Patient became hypertensive. Bleeding from artery at staple line. How was the bleeding diagnosed? Patient hypertensive. How was the bleeding addressed? Surgeon used weck clip to stop bleeding, laparoscopically. What was meant by staple line was ¿not intact fully¿? Surgeon said bleeding was at staple line, his words were staple line not fully intact, staples appeared to separate. How long after the initial procedure was the patient reoperated on? That evening, within 2-3 hours. What is the current patient status? Stable.

Event description:
It was reported that following a laparoscopic radical nephrectomy that the device was fired four times using a white cartridge. The second or third firing was on the renal vessel and everything seemed to be fine. The surgeon was called back that evening for the patient having issues. The surgeon determined that there was bleeding at the staple line in which he stated was ¿not intact fully¿ patient is currently doing fine.